Event description:
It was learned from implant patient registry that a 25mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 5 years, 6 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as the device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the most likely cause is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. H3: product evaulation: customer report of degeneration was confirmed through observed calcification and host tissue overgrowth. Leaflet tears in the as received condition may contribute to regurgitation. X-ray demonstrated wireform intact and frame was expanded. X-ray also demonstrated heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the outflow surface of leaflet 2 and inflow surfaces of all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Host tissue overgrowth on the stent circumference and stent frame were moderate at the both the inflow and outflow aspects. Leaflet 1 had a tear approximately 8mm long near commissure 1 and calcification was evident at the tear. Wireform was exposed on commissure 1 and on the inflow frame posts around leaflets 1 and 2. Suture holes were not visible at the three black stitch markings due to host tissue overgrowth.

Event description:
It was learned from implant patient registry that a 8300ab 25mm aortic valve was explanted and replaced with a 11500a 27mm after an implant duration of 5 years, 6 months due to calcification, pannus, degeneration, stenosis, and regurgitation. The patient presented with sob. The patient outcome was stable.

Manufacturer narrative:
H10: additional narratives: updated b5, b7, and h6 per new information received. Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly.

Event description:
It was learned from implant patient registry that a 25mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 5 years, 6 months due to degeneration and regurgitation. The patient presented with sob. The patient outcome was stable.